Manufacturer narrative:
Suspected local anesthesia toxicity but not yet confirmed by clinic or distributor.

Event description:
Patient felt dizzy, vomited, and had swelling from the shoulder to the elbow on the day of the miradry treatment. The symptoms continued throughout the evening. Patient received emergency treatment at a local hospital.